Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The customer stated that insulin is squirting out during the manual prime sequence. The patient's blood glucose level was 99 mg/dl at the time of the call. The customer stated that they were in jamaica and is too tired to troubleshoot the issue. The customer did not return the product back for analysis.